Manufacturer narrative:
The investigation of this event was conducted, a clinical evaluation was not completed. No patient medical records or patient images were available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event seems to be user error. The returned device did not confirm the reported event. A malfunction or failure of the devices implanted could not be identified. Potential contributing factors to the reported event include possible malposition of the implanted device.